Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the subclavian vein the pta balloon allegedly would not deflate. The health care provider used a 21g micro puncture needle through the skin to puncture the balloon. Upon removal, the balloon got stuck inside the sheath. The balloon and sheath were removed together as one unit. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the investigation is inconclusive for the reported deflation and retraction issues, as the device was not returned for evaluation. The definitive root cause for the reported issues could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the subclavian vein the pta balloon allegedly would not deflate. The health care provider used a 21g micro puncture needle through the skin to puncture the balloon. Upon removal, the balloon got stuck inside the sheath. The balloon and sheath were removed together as one unit. The procedure was concluded, and no further treatment was provided.